Event description:
Consumer called to report getting erratic readings with their logic meter. Analysis run on clark error grid using mean average readings (326) as ref. Point vs. Bd readings of 143, 599, 237 yielded data points in the d/c zone of the grid, outside of acceptable limits.